Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that collar detachment occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified heart artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the welding joint of the device was fractured. The device was removed from the patient's body by simply being pulled out and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis with the original box in good condition. A visual inspection was identified that there were numerous kinks throughout the shaft of the device. Microscope inspection revealed that the shaft was flattened from 23cm to 25cm from collar. Also, the collar was found in good condition. No other issues were identified during the product analysis.

Event description:
It was reported that collar detachment occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified heart artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the welding joint of the device was fractured. The device was removed from the patient's body by simply being pulled out and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.